Event description:
It was reported that the tip of the shaver broke off inside the patient. It was further reported that the doctor was able to retrieve the tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.